Event description:
It was reported that the pt's internal device has extruded through the flap at the distal edge of the device. The surgeon reported that the pt did not experience any infection at the implant site. Revision surgery has been scheduled.